Event description:
A ventilator was returned to a third party svc with an allegation the device would not operate on ac power. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party svc ctr the customer's complaint was confirmed. The device's power supply was replaced to address the issue. The power supply was returned to the MFR for further investigation. The power supply was found to have diodes d9 and d10 shorted to ground. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.